Manufacturer narrative:
No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power and backup battery fault alarm was confirmed via the log file review. The log file spanned approximately 3 days (02apr2021 to 03apr2021 and 04apr2031 per the timestamp. A no external power alarm activated on 02apr2021 at 14:35 and 14:36 as well as on 01jan2000 at 00:07 due to simultaneously disconnecting the power cables. The backup battery was able to provide power to the pump during the alarm. The alarm resolved shortly after reconnecting to a power source. Additional no external power alarm activated on 03apr2021 at 21:28 due to full battery depletion. The backup battery was able to provide power to the pump until the backup battery was depleted on 03apr2021 at 23:10 resulting pump stops and clock reset to default 01jan2000 at 00:00:00. The pump stop continued for unknown period. The controller was connected to a power source on a default clock at 01jan2000 at 00:00:00 activating controller clock corrupt alarm. Low flow alarms intermittently activated and coincided with the controller clock corrupt alarm on 01jan2000 from 00:00 to 00:23 due to estimated flow calculated to be below the threshold of 2.5 lpm. The battery depletion, pump stop, and low flow alarms will be investigated under pi-2021-0055208-01. The clock was then synced via a system monitor to 03apr2031 at 04:28. Backup battery fault activated on 03apr2031 at 02:38 due to ebb end of service life fault. The alarm continued for the remainder of the log file and did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The hm3 system controller, serial (B)(6), was not returned for analysis. A root cause of the no external power event was determined to be user error due to simultaneously disconnection of the power cables. A root cause of the backup battery fault was determined to be user error due to incorrectly setting the clock through a system monitor. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use (rev. C) section 3 entitled ¿powering the system¿ and heartmate iii patient handbook (rev. C) section 3 entitled ¿powering the system¿ addresses how to properly switch between power sources. Heartmate iii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power and backup battery fault. Device history records were reviewed and showed no deviations from manufacturing or qa specifications.(B)(6) was shipped to the customer on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-01983. It was reported that the patient was presented to the emergency department after the pump stopped running on (B)(6) 2021. The pump began running again but there were low flow alarms. Interrogation showed several low voltage alarms and no external power events on (B)(6) 2021 and (B)(6) 2021. On (B)(6) 2021 at 23:10 there was another no external power event followed by a pump off alarm. The log file captured low voltage hazard events on (B)(6) 2021 at 14:35 when the patient was on the mobile power unit and switched power sources to battery power. No external power alarms were also noted on (B)(6) 2021 at 14:36 when both power leads were disconnected at the same time. On (B)(6) 2021 at 19:50 there were low voltage advisory events noted while on battery power which turned into low voltage hazard events at 21:22. These continued until battery power was depleted and the backup battery in the controller was enabled until that was depleted around 23:12 when the pump stopped. It was unable to be determined how long the vad was off due to the clock being reset but it was thought to be around 3 hours. When power was restored to the controller, the internal clock had been reset to a default of 01jan2000 with controller clock corrupt events along with low flow events. The clock was reset via system monitor on (B)(6) 2021 at 02:38 and backup battery faults were noted for the remainder of the log file. The cause of the low flow alarms was likely related to the pump restarting and the patient's fragile hemodynamic status. The low flow alarms resolved on their own. A head CT scan showed signs of a global anoxic injury. The patient was extubated and lvad therapy was discontinued. The patient expired on (B)(6) 2021.